Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display cloudy w/ moisture) issue. The reporter stated that the display screen appeared foggy after the pump had been exposed to water. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/1/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects and moisture was observed behind the display lens. On investigation, the device powered up to a blank screen and a display lens leak was found. Upon removal of the pump cover, moisture was observed throughout the entire pump interior.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.